Event description:
Report was received from USA stating that the device was smoking. It is known that the device was not being used during surgery. No injury or medical intervention was reported. The date of event is not known. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition could not be confirmed. The device met all MFR specs. (B)(4).